Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
Supplemental information was received on march 02, 2016: it was now reported that the broken device was in contact with the patient, but no pieces were remaining in the patient. It was further reported that the surgery time was extended for less than 15 minutes.

Manufacturer narrative:
DHR review results: ref: (B)(4). Lot: 14.071884. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of event description: it was reported that the device broke during using. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: one of the lower tab of the bipolar adapter is broken and missing. All other tabs are intact but shows several scratches. The "articulating surface" is intact and there are no scratches visible. Review of product documentation: inspection plan was reviewed: characteristic feature feet inspection of first lot. Possible root causes: device breaks or deforms during surgery, particles remain in wound or affect usability due to impaction / torque force on instrument during operation; instrument breaks or deforms due to damage of instrument through incorrect use. Trial head broke while using the instrument. One tab was missing on the returned device. Due to impaction / torque force on instrument during operation or due to damage of instrument through incorrect use it is possible that the observed damage occurred. However, an exact root cause for the breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using a bipolar adapter 12/14 m on (B)(6) 2016. The device broke during surgery.